Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error image on the insulin pump¿s screen. The customer stated the insulin pump was vibrating and alarming. The customer¿s blood glucose level was 175 mg/dl. A pump error alarm was displayed prior to the critical pump error image. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and multiple pump error 3 confirmed in history file, problem isolated to electrical board. The motor was tested outside of device and passed. The device was received with minor scratches on case, cracked retainer, and minor scratches on lcd window.